Manufacturer narrative:
Please refer to the attached analysis report. The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacemaker and ventricular lead were implanted on (B)(6) 2016. Reportedly, due to an infection, the entire system was explanted on (B)(6) 2021. The re-intervention was performed without any issue.